Manufacturer narrative:
Additional information received from customer 22aug2017: the customer stated that it looked like they only have the six skull clamps. They thought they had eight but none of the others were showing up and the clinical technicians stated they have only seen six a3059 skull clamps. Integra has completed their internal investigation on august 14, 2017. Results: product not returned. DHR review; DHR review will be done once it is available. Complaints history; a two year look back in trackwise from 07/31/2015 to 07/31/2017 for this reported failure using the key phrase "not holding" for product ID a3059 shows that no additional complaints were received. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: product not returned therefore no root cause could be established.

Event description:
It was reported that the device was not holding like the metal kind. Additional information received from the customer via phone on (B)(4) 2017: the customer reported that three surgeons have complained about all of the facility's a3059 skull clamps for movement and/or slippages. The customer does not know which specific a3059 skull clamp/serial number was linked with this complaint. Linked to mfg report numbers: 3004608878-2017-00223; 3004608878-2017-00224; 3004608878-2017-00225; 3004608878-2017-00226; 3004608878-2017-00227; 3004608878-2017-00228; 3004608878-2017-00230.